Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 932 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. It was also stated that a leak was found in the reservoir after the customer was admitted to the hospital. No delivery alarms were also found in the alarm history. Nothing further was reported.

Manufacturer narrative:
Additional info: currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.